Event description:
Customer stated that the insulin pump alarmed to rewind. Customer attempted to replace the batteries the insulin pump had a blank display upon inserting new batteries. Customer declined any further troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.